Event description:
It was reported that the patient admitted himself to a clinic where he was experiencing shocking or jolting in the rectum. This started to occur earlier that day with no trauma reported. The reporter indicated that the patient turned stimulation off but was still experiencing the shocking. The implantable neurostimulator (ins) was verified to be off and at 0v. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# l90839, implanted: (B)(6) 2002. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3037, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient. (B)(4).